Manufacturer narrative:
Date of event is estimated. The results/ method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient experienced ineffective therapy. X-rays revealed the patient¿s lead migrated slightly downward. To address the issue, the physician planned to revise the lead on (B)(6) 2020. Upon opening the ipg pocket, pus was noted (please see related MFR. Report #: 1627487-2020-21892), and therefore the physician opted to explant the system.